Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, high, out of range pacing lead impedance and high capture threshold were observed. Lead was explanted and replaced. Patient condition was good after the procedure.